Event description:
Patient with stenosis implanted with plate and screws at c4-c7 in (B)(6) 2010. Surgeon noticed cranial screw at c4 and caudal screw at c7 backing out. Surgeon began monitoring patient and noted that c4 screw continued to gradually back out. The c7 screw was noted as backing out but did not continue to back out. X-rays taken (B)(6) 2010. Surgeon removed screw at c4 on (B)(6) 2010. Patient's anatomy made it difficult to reach c7 and screw was left in patient. Surgeon did not remove c7 screw because it was not progressively backing out. Surgeon will continue to monitor patient. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Implant date was (B)(6) 2010. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.